Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: crease folding of implant: not observed. Rupture: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "capsular folding,detachment of implanted bag, possible rupture" via ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease folding of implant: not observed rupture: not observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "capsular folding,detachment of implanted bag, possible rupture" via ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "capsular folding,detachment of implanted bag, possible rupture" via ultrasound. Device has been explanted and replaced with a non-allergan device.